Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. Customer stated that the blood glucose level was no going up above 400 mg/dl. Customer was treated with insulin shot. Customer had blood glucose level of 212 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer did high pressure test and it was passed. The insulin pump will not be returned for analysis.